Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has ac cord damaged & ground pin is missing. There was no patient involvement and no patient harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6, b5 (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). Additional initial rep name: (B)(6). Getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, the fse reported that the ac power cord was missing a grounding pin on the cord. Fse replaced the reel, ac power cord, domestic, tdk lambd (d012-00-1688-21). Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the ground pin is missing from line cord of cardiosave intra-aortic balloon pump (iabp). No patient involvement.